Manufacturer narrative:
The subject device has not been returned to omsc for evaluation but was returned to olympus medical systems (B)(4). (B)(4) checked the subject device and found that the reported phenomenon was duplicated. Omsc reviewed the manufacture history (DHR) of the device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined. However, based upon the information of the (B)(4) and the similar past cases, there was the possibility that the reported phenomenon was attributed to the metal fatigue by repeatedly use. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that during the preparation for use, it was found that the forceps elevator wire of the subject device was frayed and raised. There was no report of patient injury associated with the event.